Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6)as follows: this patient had a secondary defect of the frontal bone. A peeks implant designed for the patient was found not to conform appropriately to the defect, so it had to be reamed until the targeted contour was achieved. According to the report, the customer felt that the design was inadequately designed. This is report 1 of 1 for complaint (B)(4).